Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an unk size abdominal aortic aneurysm approx 1 month ago. Vessel morphology was reported as no tortuosity and mild calcification. Post implant ivus showed that the lumens were good. The physician reported that the one month CT scan showed partial occlusion of the left iliac limb. It was noted that there was no kink or narrowing in the limb. There is external iliac stenosis distally. At the same time that the pt occluded he had an unexplained episode of hypotension that may have caused the limb to close. The pt is not having any symptoms, so the physician has decided to monitor the pt and see how the pt progress. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion). Conclusion: (lack of information).